Event description:
Plum set will not prime. I have tested the device and have pushed saline through the top port on the cassette. Fluid will flow through the cassette but will not continue through the end of the tubing. I pushed ns through the last distal port and was successful. Possible blockage from the cassette to the end of the tubing.